Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, z2458043e, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
Avanos medical received a single report that referenced two different incidents, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 3011270181-2019-00003 for the second patient. It was reported that an attempt was made to insert a corgrip device into a patient. In doing so, the magnet on the tape side became disconnected from the tape. No patient injury noted.